Event description:
Approximately 1 year, 1 month, 28 days postop of the initial left tsa, the patient¿s poly became disengaged in the left shoulder causing a revision. The surgeon wanted to revise the glenosphere as well. As a result, he ¿rebroke¿ the screw on the tray, and when he went to dislodge the tray from the stem, the entire stem came loose causing a necessary full revision of the humeral side as well. Patient was last known to be in stable condition following the event and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure.

Manufacturer narrative:
Concomitant devices: 320-01-46, 5787150 - equinoxe reverse 46mm glenosphere. 320-15-05, 5722834 - eq rev locking screw. 320-20-00, 5666835 - eq reverse torque defining screw kit. 300-01-13, 5683442 - equinoxe, humeral stem primary, press fit 13mm.

Manufacturer narrative:
1038671-2020-00300 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2020-00300. The revision reported was likely the result or may have been the result of incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), extreme wear of the liner, or a combination of the three, which led to the humeral liner disassociating from the humeral tray. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.